Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 would not open. A field service engineer replaced tower door 3 latch and performed final test to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 3 was failing repeatedly despite multiple attempts to recover it. The customer tried several times to manually pop it open using the keys and lever mechanism. This method worked, but it was the only way to access the door, and the error could not be cleared. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.